Event description:
It was reported by service report that the nurse call cable is missing from bed. Nurse call cable ripped out from 37 pin connector. Connector is still attached to bed, cable is missing. No pt involvement or adverse consequences are reported.